Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical italy. The data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing inlcuding multiple fast tests, impedance testing, shock testing, and on/off current testing without duplicating the report. An internal inspection of the device found no discrepancies. The main baord was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.